Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that as the site was putting the mobile viewing station (mvs) away after a case, it powered off within ten seconds of disconnecting it from a wall. They had it charge over night and the issue still persisted. The system is still fully operational when it is it provided ac power from the wall outlet. There was no patient present.

Manufacturer narrative:
Analysis on the returned battery resulted in an electrical failure being found through performance testing and visual/physical examination. Analysis stated that the battery was charged for at least 6 hours. The unit failed load test at 2mins 4secs, where passing is 5mins and over. Battery no longer holding charge. If information is provided in the future, a supplemental report will be issued.